Manufacturer narrative:
Manufacturing and quality control data. The progav® 2.0 shunt system was manufactured by a qualified employee on september 2016. Deviations during assembly did not occur. The product was finally tested as article fx414t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The shuntassistant® has a fixed pressure of 25. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 25 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection. The following observations were made during the visual inspection: no abnormalities detected. Permeability test. The test showed that the progav® 2.0 shunt system is permeable. Computer control test. The computer controlled test showed the opening pressure of the progav® 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 6,83 cmh2o. This is within the specified tolerance of 9 cmh2o ± 3 cmh2o. An applied pressure of 9 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 9 cmh2o ± 3 cmh2o. Additionally, the shuntassistant® was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 25 cmh2o in the vertical position, a pressure of 25 cmh2o -2/+4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant® had a pressure of 20,6 cmh2o. This is not within the specified tolerance of 25 cmh2o -2/+4 cmh2o. Adjustability test. The progav® 2.0 was found to be adjustable to all pressure settings. The progav® 2.0 was found to be non-adjustable within the specified range. Internal inspection of product. After dismantling of the valves, some deposits were found in progav® 2.0 and minimal deposits in shuntassistant® . Results. Based on our investigation results, we can identify a accelerated outflow in the shunt system. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation is completed.

Manufacturer narrative:
Manufacturer's evaluation. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx414t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the shunt system was believed to be operating in over-drainage and has a problem with adjustability. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) height: unknown weight: (B)(6) gender: female.